Event description:
During insertion of the quattro catheter (lot #213979) for ivtm therapy, the customer felt something unusual when the catheter was partially in the blood vessel. It was suspected that the balloon might have been damaged, so the catheter was replaced with a new one, and the treatment was continued. No patient injuries were reported.

Manufacturer narrative:
The reported complaint of the suspected balloon damage was not confirmed during visual and functional testing of the returned quattro catheter (lot #213979). However, the catheter shaft was observed to have slightly kinked (bent) at 11 inches away from the catheter tip. The kink on the shaft could have caused the customer to feel something unusual during catheter insertion. The exact timing and cause of the catheter kink cannot be determined; however, improper handling cannot be ruled out. Functional testing of the returned catheter was performed. All infusion ports and lumens were flushed without resistance, except the distal luer port, which was found to be blood-occluded in the tubing. During the functional pressure leak test, the catheter was connected to the pressurized inflation device for 1 minute, and the balloons were fully inflated to 100 psi. No leak, no issues were observed. The balloons did not leak during testing. An additional guidewire test was performed: a known-good zoll guidewire was slowly inserted through the central lumen of the catheter, starting at the tip of the catheter. Observed resistance of the guidewire at 11 inches away from the catheter tip due to the slight kink on the catheter shaft; however, the guidewire was still able to pass through the entire length of the lumen. Historical complaints were reviewed for investigation related to the reported complaint, and there was no similar complaint reported for quattro catheter with lot #213979.